Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the implanted mitraclip detached from one leaflet while remaining attached to the other leaflet. It was reported that a mitraclip procedure was performed around (B)(6) of 2016. The patient had presented with degenerative mitral regurgitation (mr) and a large medial prolapse. Three mitraclips were implanted without reported issues. On an unknown date post procedure, one of the three clips had detached from the posterior leaflet while remaining attached to the anterior leaflet (single leaflet device attachment-slda). On (B)(6) 2018, the patient was hospitalized with mr grade 4+. Reportedly, there were no other clinical symptoms noted and the large medial prolapse was worsened by the slda clip. Two additional mitraclips were implanted as treatment, reducing the mr to mild. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI number-the unique device identifier (UDI)could not be determined because the device part and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be performed, as the lot number for the device was unknown and could not be provided. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and tissue damage as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) in this incident appears to be related to challenging anatomy (large medial prolapse). The reported mr and tissue damage were likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.